Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that something was going on with back, hip and leg. Patient said started on right leg and has moved to left leg and said it is really hard to walk. Patient also mentioned that she felt implant by hip and seems like it has rolled up. When asked when she first noticed, patient said six weeks ago form today. Patient said she has had several falls. Patient stated that therapy doesn't seem to be working and it hasn't for a long time, not helping with the incontinence. Patient said would like to have device removed. The patient was redirected to their healthcare provider to further address the issue. Patient said has an appointment to see new hcp at same clinic on wednesday. No further complications noted or anticipated.